Manufacturer narrative:
Patient's weight unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to bacteremia and septic mrsa. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 14f glidelight laser sheath, the rv lead was successfully extracted. Attempt to remove the ra lead was next. Using the 14f glidelight device, binding was noted at the innominate juncture and superior region of the superior vena cava (svc). The ra lead was extracted and the patient's atrial pressure began to drop slowly. Transesophageal echocardiography showed a growing pericardial effusion. Rescue efforts began immediately, including rescue balloon and pericardiocentesis. The patient's pressure acutely rose again but remained at a low baseline (70¿s systolic) before starting to fall again. A sternotomy was performed and the cardiothoracic (CT) surgeon discovered a perforation in the innominate region and small perforation in right atrium (atrial perforation captured in MDR 1721279-2021-00182). The lv lead was removed successfully after sternotomy via a transvenous approach. The patient did not go on cardiopulmonary bypass, the perforations were successfully repaired and the patient initially survived the procedure. However, the philips representative was informed on 14 sept 2021 that the patient did not recover from the surgery and passed away on (B)(6) 2021. This report captures the glidelight device in use when the innominate perforation occurred, requiring intervention, but ultimately resulted in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.